Event description:
The patient was in ventricular tachycardia with a pulse noted on lead 2. Emergency medical service (ems) had sedated the patient with ketamine for cardioversion. As ems readied for cardioversion, ems noted that the patient was apneic and pulseless. Ems had fire start compressions. Ems already had two defibrillation pads attached and went to shock the patient at 200j however the lifepack stated the defibrillation pads were disconnected. Ems checked to make sure the pads were secured to the patient. Ems then checked the connection between the pads and wire to the lifepack. It was attached so ems unplugged it then plugged it back in. Ems did the same with the cord connected directly to the lifepack. All attempts to reconnect the pads were unsuccessful. Since ems had just pulled into the heathcare facility, ems began to ventilate the patient with a bvm while another provider fixed the cables. Ems was able to defibrillate the patient shortly after, however the provider did not have a definitive answer as to how he was able to get the cables to connect. Unit pulled from service and sent to biomedical engineering for assessment. Biomed reported that this is the first time they have seen this. The biomed technician able to verify that the lifepak did not recognize the cable plugged in. The biomed technician tested the cable and it was fine so the technician opened up the lifepak to look at the connector and reseated the front panel connected. Tested the unit and unit tested o.k.